Event description:
Status post aortic valve replacement in 2001 with a #19 bovine pericardial valve. She was admitted five months later with worsening sob and some chest pain. She has had chest pain for about a year and a half and was admitted in 2005 with sob and chest pain. Ademosine at that time was fairly normal.